Event description:
It was reported, the programmer booted up very slow. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the device takes a long time to boot, the keyboard was not plugged in all the way and there was an error, this causes the device to take longer to boot. It was also noted that the left keyboard hinge was broken, the screen drops and the electrocardiogram (ECG) connector was broken loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku